Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise, likely exhibited by the chronic ventricular implantable lead, on the rate/sense channel with was oversensed and inhibited pacing. This noise could not be reproduced.